Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit passed rewind, basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that the insulin pump had a recurring no delivery alarm followed by motor error alarm. Blood glucose level at the time of the incident was 252 mg/dl and treated with correction bolus. The customer stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. Customer completed troubleshooting and was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.